Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that, during a kidney removal operation, a fogarty catheter was used to remove a thrombus from a dialysis shunt. The fogarty catheter became stuck and came out with no balloon. It was later indicated that the fogarty catheter was checked before use and no faults were found. The staff used the normal volume of sterile liquid to fill the balloon. The fogarty catheter is available for evaluation. There was no allegation of patient injury. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
Only the balloon latex was returned for examination. No catheter was returned. The reported event of "a part stayed inside patient" cannot be confirmed. The catheter and windings were not returned with the balloon latex. Only the balloon latex was returned. It appears the entire balloon was returned and both distal and proximal ends have clean sharp edges as if it had slipped out from under the windings. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The instructions for use for the product contains the following statement: ¿do not use excessive force with this device to remove occlusive material from a graft. As with any blind procedure, extreme care and discretion must be exercised at all times. Potential complications include, but are not limited to, perforation, vessel rupture, thrombus formation and embolism.¿ balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.